Manufacturer narrative:
The hvad is used for treatment not diagnostic. It was reported that the patient was scheduled to be discharged from the hospital when it was noted that there was one faulty battery. It showed 2 bars on the gage when the patient was placed on the charger the night before. The battery did not show that it was charging; however, the light on the charger was yellow. In the morning the battery gage did not show any charge to the battery. The ventricular assist device(vad) coordinator placed the battery on another charger and the battery did not take any charge. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through visual inspection. Analysis of the device revealed that the battery failed to meet specifications; the device failed functional testing because it had been rendered inoperable by a cuv flag. Internal visual inspection revealed the ptc1 ltp340f tyco raychem poly switch fuse assembly welding connection between cell pair #4 and cell pair #3 was not welded per specifications and was found making intermittent connections with cell pair #3. The confirmed malfunction was related to the reported event. The most likely root cause of the failure is an out of specification weld between cell pair #3 and the ptc1 ltp340f tyco raychem poly switch fuse, which likely contributed to the event. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was scheduled to be discharged from the hospital when it was noted that there was one faulty battery. It showed 2 bars on the gage when the patient was placed on the charger the night before. The battery did not show that it was charging; however, the light on the charger was yellow. In the morning the battery gage did not show any charge to the battery. The ventricular assist device(vad) coordinator placed the battery on another charger and the battery did not take any charge.